Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to atrial undersensing, and device detection issues. It was noted that the device detected supra ventricular tachycardia (svt) instead of ventricular tachycardia (vt) arrhythmias. The device and atrial lead are still in use. No further patient complications have been reported as a result of this event.